Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection in the nasolabial folds and nose with one syringe of juvéderm voluma® xc, the patient is ¿seeing double¿ and stated that it may be an ocular occlusion. Patient is experiencing high blood pressure. On the same day as the initial injection, the healthcare professional treated the patient with ice, massage, and hylenex. Patient¿s eyes were also flushed with saline water. Patient was sent to the emergency room. Patient was taking ¿high blood pressure medication¿ concomitantly. The high blood pressure is not related to the device because patient has a history of high blood pressure. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 7/8/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "seeing double" and ocular occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: the product must not be injected into blood vessels. Introduction of juvéderm voluma xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #13). Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Health care professional instructions: if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection."

Event description:
Healthcare professional reported after injection in the nasolabial folds and nose with one syringe of juvéderm voluma xc, the patient is ¿seeing double¿ and stated that it may be an ocular occlusion. Patient is experiencing high blood pressure. On the same day as the initial injection, the healthcare professional treated the patient with ice, massage, and hylenex. Patient¿s eyes were also flushed with saline water. Patient was sent to the emergency room. Patient was taking ¿high blood pressure medication¿ concomitantly. The high blood pressure is not related to the device because patient has a history of high blood pressure. Symptoms are ongoing.